Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose was high 415, 299 mg/dl. The customer was treated with the manual injection. The customer reported that the insulin pump had insulin flow blocked alarm. Troubleshooting was performed for high blood glucose and not performed for insulin flow blocked alarm. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The product will not be returned for analysis.

Manufacturer narrative:
Device was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Device passed the self test, rewind test, prime or seating test, basic occlusion test, and the force sensor test however, unable to perform the displacement test and occlusion test or verify insulin flow blocked alarms due to broken reservoir tube lip and missing retainer.